Event description:
The customer reported that the pump battery was not charging. There was no additional information received regarding the impact on the customer's blood glucose level. Technical support instructed the customer to try different outlets and adapters, but the issue persisted. Ultimately, it was decided to replace the pump, and the customer would use mdi as a backup therapy. Instructions were provided for returning the pump using a pre-paid label, and the customer was also guided on how to put the pump into storage mode.